Manufacturer narrative:
Pr 11248650 follow up for device evaluation. It was reported there is resistance when trying to inject medication. To aid in the investigation, five samples were received for evaluation by our quality team. Four of the samples came in sealed packaging blisters and one sample came in an opened packaging blister. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then assembled to a syringe with saline solution. All the samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305916, lot refx2152. The review revealed there were no deviations identified or associated with the reported defect during manufacturing, packaging or the quality control inspection process. All necessary inspections were performed, and the lot met all release criteria. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#:305916. Batch#: refx2152. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: it was reported by the customer that they are changing out needles multiple times due to resistance encountered while trying to inject medication. Additional information provided: 1. Could you please provide a further description of the issue? Is that your facing needle blockage or plunger movement resistance or anything else? Difficult to tell where the issue stems from, but unable to push meds into muscle without resistance. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 3. Can you please provide an exact date of event in format dd-mmm-yyyy? Last event was (B)(6) 2024. 4. Total number of occurrences? 4. 5. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Needle used on (B)(6) 2024 is available. Also, needles from that and additional affected lots are prepared to ship to you. Clinical team advises they are encountering same issues with lot numbers refx2152 and 3306450 of ref no 305916. I have unopened product and contaminated product available to return. 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No, adverse events or injuries reported to me. 2. Can you please provide an exact date of event in format dd-mmm-yyyy (B)(6) 2024 & again today on (B)(6) 2024. 3. Total number of occurrences? There have been three occurrences. I have contaminated product and unopened remainders of lots from two occurrences. 4. Please confirm to which address we need to use to send return label? Please ship return labels and or containers to my attention at the address below.